Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the endoscopic image was flickering. Reportedly, the connector of the device was defective. The user replaced the device to another device and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Five years or more have passed since the subject device was manufactured. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon our investigation and the user¿s comment that the connector was defective, there was the possibility that the reported phenomenon was attributed to a poor electrical connection due to the failure in the lock mechanism of the video connector. Aging deterioration or excessive load for the video connector might cause damage of the lock mechanism.